Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) displayed excessive counters as a result of the icm reaching end of service (eos). The icm remains in the patient. No patient complications have been reported as a result of this event.